Manufacturer narrative:
Available information suggests this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated. Boston scientific technical services (ts) indicated the s-ICD cannot be interrogated with the normal programmer or consult. No adverse patient effects were reported.